Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that her husband's insulin pump had prime rewind anomaly. The blood glucose level was unknown. The customer reported that he tried to fill the reservoir and it dumped the insulin, the motor kept running. The customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. The troubleshooting was performed for prime rewind. The insulin pump being returned for analysis.

Manufacturer narrative:
Pump passed the displacement test but alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify prime/fill anomaly due to alarm.